Event description:
Ous MDR. Interference potentials during sensing, inappropriate vf detection can be triggered by moving the left arm. The lead had been implanted with a dual-chamber ICD.

Manufacturer narrative:
Ous MDR. The complained-about oversensing could be confirmed in the attached iegms. The analysis was able to find a cause for the oversensing. Traces of fraying were discovered at the lead. X-ray images were not available at the time of the analysis. The lead had been implanted with a dual-chamber ICD. Based on the lens-shaped physiology of the abrasion and fraying sites, it can be assumed that the lead has rubbed against the second implanted lead. No manufacturing error or material defect could be found.